Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix mesh. Per op notes, ¿a composix mesh was placed into the abdominal wall using prolene sutures.¿ (B)(6) 2007 - patient was diagnosed with infected mesh, seroma, intraabdominal abscess thereby underwent repair with the removal of mesh. Per op notes, ¿a large hematoma was noted lying above the mesh along hernia defect within a subcutaneous pocket. A large amount of pus was noted to come from deep to the mesh. The entire mesh was removed. Further adhesion was taken down. A layer of seprafilm was placed over the omentum. The midline was then closed using two synthetic mesh.¿